Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the bag ripped and the specimen fell into the patient. The surgeon had to change the procedure to an open one. Because of the malfunction the procedure length increased, there more blood loss and mostly likely longer patient recovery time. Patient status is unknown.